Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): fiber is broken and detached at 4 ft 8½ inches from the fiber tip; the total length of the fiber is 11 ft 8½ inches (7 ft + 4 ft 8½ inches); at the location of the fracture, the blue outer sheath exhibits mild melting; at the location of the fracture, the distal end and proximal end of the fiber does not extend from the blue outer sheath; the fiber tip exhibits minimum wear with very mild devitrification; the fiber tip appears in good condition. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending

Event description:
It was reported that at the beginning of a prostate procedure, the fiber malfunctioned and they were unable to use the fiber. No information provided pertaining to how the procedure was completed. There was ¿no injury to patient or staff¿ reported.